Event description:
I had a breast implant for 12 years and 7 months. In (B)(6) 2012, I started to feel so ill, I went to many doctors and nobody could figure out what was wrong. I have peripheral neuropathy with no cause known. I explanted in (B)(6) 2015 and I started to feel much better. I don't have any doubt that implants can make many women sick.